Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced incontinence ("incontinence"), amnesia ("memory loss"), anxiety ("anxiety"), alopecia ("hair loss") and hypersensitivity ("allergic reaction") and was found to have hormone level abnormal ("hormonal issue"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, incontinence, amnesia, anxiety, alopecia, hormone level abnormal and hypersensitivity outcome was unknown. The reporter considered alopecia, amnesia, anxiety, hormone level abnormal, hypersensitivity, incontinence and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced incontinence ("incontinence"), amnesia ("memory loss"), anxiety ("anxiety"), alopecia ("hair loss") and hypersensitivity ("allergic reaction") and was found to have hormone level abnormal ("hormonal issue"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, incontinence, amnesia, anxiety, alopecia, hormone level abnormal and hypersensitivity outcome was unknown. The reporter considered alopecia, amnesia, anxiety, hormone level abnormal, hypersensitivity, incontinence and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: plaintiff fact sheet received : event injury nos was deleted and new event medical device removal, incontinence, memory loss, anxiety, hair loss, hormonal issue and allergic reaction were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.